Manufacturer narrative:
Concomitant medical products: 507652 lead, implanted: (B)(6) 2011; 429878 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to high rate non-sustained episodes and elevated sensing integrity counter (sic). Additionally, intermittent rv lead oversensing was noted on ventricular arrhythmias. The rv lead remains in use. No patient complications have been reported as a result of this event.